Event description:
It was reported that the atrial lead exhibited loss of capture due to dislodgement. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.